Event description:
It was reported that during a stent graft placement procedure, the stent allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the investigation performed in the laboratory a partial deployment issue was confirmed. The stent was found partially deployed and an elongation in the outer sheath was visualized, indicating high retraction forces. In this case, the information about the preparation of the device, anatomy of the patient and intended placement site and accessories used were not provided. The stent was reported and identified as a 120 mm long stent which might have produced higher retraction forces; however there is not enough evidence to assessed it as being the root cause to the reported event. Therefore, the investigation is confirmed for partial deployment. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding tortuous anatomy the instructions for use states "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. Regarding the precautions the instructions for use states: 'higher deployment force may be encountered on longer length stent graft.' H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g4. H10: d4 (expiry date: 12/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during a stent graft placement procedure, the device allegedly failed to deploy. There was no reported patient injury.